Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected no delivery alarm or prime or fill anomaly noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother was reported via phone call that the blood glucose is low as 48 mg/dl. Customer¿s current blood glucose value was 150 mg/dl. Troubleshooting was dose for low blood glucose. Customer stated that the sugars dropped to 100 points. Patient has treated with food and glucose tablets. Patient has been experiencing low blood glucose for an hour after the set change. . Shakey. Caller states that she awoke at 160, did a set change, and blood glucose were at 50 mg/dl within an hour. They are unable to describe any possible damage to the drive support cap. The patient was not disconnected during the rewind/prime sequence. Customer reports was not worn during a medical procedure/test around high magnetic field. Caller stated this was ironic, that none of the sets from recalled lots ever gave them any problems, but the sets from the not-recalled boxes resulted in this incident. Caller would like the box of tubing¿s and reservoirs replaced. Customer stated that the low was treated with apple juice and glucose tablets. The insulin pump will not be returned for analysis.